Event description:
It was reported that the pt underwent a surgical procedure to treat pelvic organ prolapse and stress urinary incontinence on (B)(6) 2006 and pelvic floor repair mesh and an obturator sling were implanted. The pt experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The pt has undergone multiple surgeries and revisionary procedures. No add'l info was provided.

Event description:
The facility reported a colleague infusion pump with a failure code 810:03. According to the facility, this event occurred during programming/setup in the facility's ambulatory surgery unit. Upon reviewing the pump's event history, baxter quality engineering discovered this event occurred during and interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:03 was confirmed during product evaluation. This condition was caused by a faulty air in line (ail) printed circuit board (pcb). The ail pcb was replaced to correct the reported condition.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed that this device was not previously serviced for the reported condition of failure code 810:03. (B)(4).